Event description:
Patient presented to ER due to seizures. No other relevant information has been received to date.

Event description:
Per the physician, the seizures were related to the patient condition and not related to the vns device.